Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that a sensor scan error message was received with the adc device and as a result, they received juice, sugar, and food from a third party for treatment. No further information was provided. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that a sensor scan error message was received with the adc device and as a result, they received juice, sugar, and food from a third party for treatment. No further information was provided. Attempts to gather additional information have been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Observed watermark at the base of the tail indicating the sensor tail was properly inserted. Sensor was activated with good reader. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.